Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: patient interface (B)(6): serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital had patient interface fault detected error message. There was no patient impact related to the event.

Manufacturer narrative:
H3: product analysis (pli-10): the customer's reason for return has been confirmed. The issue has been traced to patient interface and not the console. H3: product analysis (pli-20): the customer's reason for return has been confirmed. The patient interface afe and stim pcbas are defective. H6: initially submitted codes fdm b17, fdr c20, fdc d1102 are no longer applicable. Applicable code for pli-10: c19, d14. D20. Applicable code for pli-20: c0201. D02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital had patient interface fault detected error message. There was no patient impact related to the event. Additional information received that the event occurred during set-up. The procedure was completed using the old nim device.

Manufacturer narrative:
B5: new information received. Imf code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during set-up. The procedure was completed using the old nim device.